Event description:
Went straight through upper lip / injury - lip [lip injury]. Chipped front crown [device damage]. Head fell off and the particularly sharp vibrating mechanism where the head attaches went (straight through my upper lip and chipped my front crown) [device breakage]. Case description: a male consumer of unspecified age reported that while he was cleaning his teeth with his oral-b triumph professional care 9000 toothbrush, the oral-b brushhead, version unknown fell off and the particularly sharp vibrating mechanism where the head attaches went straight through his upper lip and chipped his front crown, causing him to suffer a nasty injury. He stated that he had always purchased these particular brushheads, and that it appeared that they didn't fit anymore. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
The returned samples (brush head eb25 and the handle) were analyzed and did provide a failure related to user handling.

Event description:
Went straight through upper lip / injury - lip [lip injury]; chipped front crown [device damage]; head fell off and the particularly sharp vibrating mechanism where the head attaches went (straight through my upper lip and chipped my front crown) [device breakage]. Case description: a male consumer of unspecified age reported that while he was cleaning his teeth with his oral-b triumph professional care 9000 toothbrush, the oral-b brushhead, version unknown fell off and the particularly sharp vibrating mechanism where the head attaches went straight through his upper lip and chipped his front crown, causing him to suffer a nasty injury. He stated that he had always purchased these particular brushheads, and that it appeared that they didn't fit anymore. The case outcome was unknown. No further information was provided. 14-may-2015 received consumer follow-up: the consumer reported he was cleaning as normal and the head fell off, and it happened a few times. He stated the heads do not fit like they used too. The consumer reported that his lip was healing. The case outcome was improved. 24-jun-2015 product investigation results: received 1 toothbrush handle, type 3731 and 1 toothbrush head, type eb25. Analysis details: drive axle broken, brush head fell off or exposing sharp edges, material x46 cr 13 is not under all circumstances rust proof. 08-jul-2015 received consumer follow-up: the consumer reported that his symptoms are all healed. The case outcome was recovered.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.